Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise sensed on the right ventricular (rv) lead during ventricular high rate episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.